Manufacturer narrative:
Investigation of the download data from the returned pod found that an 0x22 alarm was generated by the pod. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x22 hazard alarm could not be determined. The pod was received with the soft cannula deployed. Initial inspection of the pod found a tear in the exposed portion of the soft cannula. The tear in the soft cannula resulted in an external leak that prevented fluid from flowing through the complete fluid path. It could not be determined when this tear occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 36 and 48 hours. Patient received an error message "occlusion".